Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented prior to a generator change, an abrupt rise in right ventricular pacing impedance was observed. Programming changes were made. Lead extraction was discussed and there were no patient consequences.

Event description:
Additional information indicates that the right ventricular lead was explanted.

Event description:
Additional information indicates that the patient was stable following the lead replacement and was discharged several days later.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.